Event description:
It was reported that during placement the distilled water was leaking from the foley catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. The catheter balloon was inflated with no difficulty and there were no leakage. However, asymmetric balloon was observed with balloon concentricity 90/10. The catheter balloon when deflated using returned syringe only 6ml is deflated within 5min. The catheter balloon when deflated using inhouse syringe 10ml is deflated within 01min30sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement the distilled water was leaking from the foley catheter shaft. Based on the sample evaluation findings on 05nov2025, it was found that the balloon concentricity was 90/10. The catheter was filled with 10ml mbs using returned syringe and only 6ml deflated.